Event description:
Vacuum device applied to infant's scalp by ob. Item broke with the 1st pull. The bell portion stayed on the scalp -suction was maintained-. Manually removed without injury to infant.